Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the missing silicon rubber adhesive around the cover could not be determined. The event can be detected/prevented, by following the instructions for use which state: do not touch the electrical contacts inside the videoscope cable connector, ccd damage may result. Do not apply shock to the distal end of the insertion section. Particularly, the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the forceps cover was missing the adhesive/ silicone rubber around the forceps cover. Upon further inspection, it was observed that there was a leak from the bending section cover and from the general terminal. It was also observed that there was a cut in the pink probe. It was observed that there was a dent on the distal end of the device. It was also observed that the insulation on the plastic distal end cover was insufficient (megaohm value =0). It was observed that the glue of the bending section cover had a crack. It was also observed that the cement of the objective lens and the light guide lens was peeling. It was observed that the insertion tube and the light guide tube had minor surface scratches. It was also observed that there was a customer label on the grip. Lastly, it was observed that the play of the control knob was loose in all directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope bending sheath cover is broken/torn/ ruptured and that the metal was protruding. The customer further detailed that there is a hole on the outside of the sheath ¿like a tear.¿ the reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps were missing the silicon rubber adhesive around the cover which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction reported by the customer as well as the reportable malfunction found during evaluation.